Event description:
It was reported the device had an issue with energy delivery during patient use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips call center personnel and philips field service engineer and has been investigated by the philips complaint handling team. Available details indicate that the device was functioning as intended with no confirmed issues. All performance tests passed according to the service manual with no issues noted. The device is fully functional and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018.

Event description:
It was initially reported the device had an issue with energy delivery during patient use. It was clarified via good faith effort that the issue occurred outside of use with no patient involvement. Therefore, this report has been updated from serious injury to product problem.